Event description:
The customer (biomedical engineer) reported to physio-control that the therapy cable assembly would not connect to their device because one of the metal inserts in the connector was damaged and blocked the connection. There was no patient use reported to have been associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer evaluated the device and verified the reported failure. They replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.